Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that doors clicking and failing. A field service engineer, removed old grease from switches and added new to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower has failed door. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.